Event description:
It was reported that during a da vinci-assisted surgical procedure, mega suturecut needle driver instrument had snapped wires. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no issues were noted. No collisions with any other instrument or tool were observed during the procedure. The reporter did not take any photos during surgery, unsure if any photos were taken after cleaning the device. There were cables visibly protruding from the distal end of the instrument, the reporter could not provide further details regarding the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. As of 12/17/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the mega suturecut needle driver (part# 471309-16/ lot# u10231211-0050) associated with this event has been performed. Per this review of the logs, the instrument was last used on 12/11/2024. System serial# (B)(6). There were 2 uses remaining after this last usage. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.